Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely recognizing the endoscope not being recognized occurred due to a damaged connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Inspection and testing found the endoscope was not recognized due to a damaged connector. The e300 error code was not reproduced during testing. In addition, the lamp had been in use for more than 500 hours. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported error code e300 occurred on the subject device during an endoscopy procedure. The procedure was completed with the subject device. There was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. Inspection and testing found the endoscope was not recognized. This report is being submitted for the malfunction found during evaluation (endoscope not recognized).